Event description:
Customer reported that they are unable to clear the weak battery alarm on their insulin pump. Customer stated that they went into the pool with their insulin pump on and later dropped it. Customer's current blood glucose reading is 193 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.